Event description:
The hcp reported that the pt was admitted to the hospital two days after a pump refill with "morphine sulfate cmpd pf 30 mg per ml intrathecal". The pump had been programmed to delivery the same concentration of drug at the same rate of 9 mg/day simple continuous as previous. The pt began experiencing "headache, nausea, extreme sedation and legs fell asleep" approx two days after the refill. Upon return to the clinic with presenting symptoms, 6 cc of fluid was aspirated from the side port. The reservoir was drained of the remaining morphine sulfate and replaced with infumorph 500 (25 mg/ml). The actual reservoir volume was 17.3 ccs; the estimated reservoir volume was 17.3 ccs. The pump was programmed to delivery at the time of this refill, a decreased rate of 7 mg/day via a simple continuous cycle. At the time of the refill, a priming bolus was not programmed after the catheter aspiration. A bridge bolus was not performed and the "old drug" in the inner pump tubing was not accounted for. The pt was admitted to the hosp for observation and was discharged in 2005. All symptoms have resolved; the pt will be returning to the clinic for dose adjustment two days later.